Event description:
The registered nurse (rn) contacted baxter's service reporting a system error (se) 2240/se 2367 (air in set) during use in drain 4 of 4 on the homechoice (hc). The ultrafiltration (uf) was 958ml. The technical service representative (tsr) had the hp cycle power and alarm cleared. The tsr explained the alarms. The hp stated the cat bit the patient line causing a leak. The hp would discard the supplies and call the registered nurse (rn). There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the home patient stated that the cat bit the patient line causing a leak, which is use error that can cause system error 2240 alarms. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.